Event description:
Customer reported the system intermittently will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reconnected the image intensifier power cable and the video cable. System operates as intended.